Manufacturer narrative:
Product event summary: the data files were returned and analyzed. Received clinical data was analyzed and the reported issue was not observed in the log/data/multimedia files. No patient file was received. The failure file was not received. In conclusion, the reported issue (aborted under general anesthesia) cannot be assessed through data analysis. The reported system notice 50005 (indicating that the safety system detected fluid in the catheter and stopped the injection) was not confirmed through testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, an error message was received indicating that there was a serial peripheral interface (spi) circular redundancy check error. The case was aborted while the patient was under deep sedation and/or general anesthesia. No patient complications have been reported as a result of this event.